Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a crack on the screen. The customer's insulin pump was resetting. The customer's blood glucose was over 600 mg/dl when the insulin pump would reset. The customer was unaware how the damage to the screen occurred. Troubleshooting for the reset could not be done because the insulin pump was not present at the time of the call. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked case at a display window corner. No crack was noted on the display screen or glass. The insulin pump passed the reset error test with no alarms.